Event description:
The customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. Specifically, the customer observed unspecified low glucose readings from the adc device compared to unspecified readings obtained using a competitor's blood glucose meter. In response to the low readings, the customer self-treated by consuming a normal carbohydrate breakfast and crystalline sugar cubes. The customer reported no associated symptoms. The sensor had been worn for 8 days at the time of the event. There was no report of death, serious injury, or medical intervention by a healthcare professional associated with this event.

Manufacturer narrative:
The product has been returned and investigation is in pending. A final report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.